Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the internal cable from the external bulkhead to the mvs needed to be replaced. After replacement, the imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported there were connection issues with the navigation system. After troubleshooting, it was found that the mobile view station (mvs) bulkhead/internal network cable was the problem, and bypassing these resolved the issue. This issue was noted outside of a procedure, and there was no patient involvement.